Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, inappropriate atp was delivered on a single episode of af.

Event description:
Reportedly, inappropriate atp were delivered on a single episode of af.

Manufacturer narrative:
Review of the episodes recorded in the device memory showed that several treated arrhythmia episodes were stored on 15 march 2023. On those episodes, a fast ventricular with relative stable rhythm was observed (cycles> 250ms) therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being "vt". Therefore, upon reaching the programmed "vt persistence" (inappropriate) atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications. Programming suggestion reprogramming may be required to improve discrimination of these fastly (and relative stable) conducted af episodes as to reduce the likelihood of resulting in inappropriate therapy. - increase the persistence on fast tv zone to 20 cycles - decrease the start of the vt zone to 150min-1 reprogramming remains physician's responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.